Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 or pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The pump was received with the serial number label faded. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alarm. The customer mentioned that serial number on the back of the insulin pump was already faded and it was hard to see. The customer checked alarm history and there was replace battery alarm. The troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.